Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with loss of capture. No out of range measurements were noted. A CT scan was performed and discovered that the rv lead had perforated the heart wall. No pericardial effusion or cardiac tamponade was observed. The patient is suffering from septicemia and is in poor condition at this time so no interventions have been performed. The patient will be closely monitored. No additional adverse patient effects were reported.